Event description:
It was reported that patient underwent primary knee procedure on an unknown date. Revision procedure was performed on an unknown date due to tibial tray subsidence. No further information was received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown.